Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose readings. The customer's blood glucose value was 360 mg/dl at the time of incident. The customer's current blood glucose was 453 mg/dl. The customer had symptoms such as not feeling well and headache. The customer treated with the pump of 4.0 units. The customer also had low reading of 66 mg/dl. The customer treated with food. The customer declined to troubleshoot for high and low readings. The product was not returned for analysis.